Manufacturer narrative:
The actual device was returned but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason (B)(4) was used in the conclusions section. The user facility reported two devices used in the same case, also see MDR report no. 3004672932-2016-00001. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulty withdrawing the solopath device during a case. Follow up communication with the user facility confirmed the following information: the md was doing a triple a procedure; they tried to use a gore dryseal originally and it could not cross or track; a solopath device was then used on both sides; both devices tracked and were able to cross; the therapeutic device was delivered, but neither solopath devices would come out, they got stuck in the iliacs; the case had to convert to open; the procedure was completed; and the patient's condition was reported as fine.

Manufacturer narrative:
The sheath and dilator were returned for evaluation. The sheath was noted to be heavily damaged along its length and flattened in one area. There was also a hole noted on the sheath in one area. The dilator revealed no visual anomalies. A review of the device history record of the involved product/lot# combination was conducted with no relevant findings. The user facility reported two devices used in the same case, also see MDR report no. 3004672932-2016-00001 for details. There is no evidence that this event was related to a device defect or malfunction. The exact cause cannot be determined based on the available information. Based on the condition of the returned sample and event description provided by the user facility, the difficult sheath removal may have been related to the expanded solopath sheath becoming stuck on a calcium burden or in difficult anatomy. The device labeling does address the potential for such an event in the instructions-for-use, which states: "if resistance is met when advancing or withdrawing the guidewire or sheath, determine the cause by fluoroscopy and correct before continuing with the procedure." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up no. 1 for report no. 3004672932-2016-00002 to provide information for patient information, expiration date, manufacturing date, as well as the returned sample evaluation results.